Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 16mm from its tip. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. The broken probe tip was not sent. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4) the probe broke when added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the grasping part broke off during a removing cyst procedure at (B)(6) 2021. The broken grasping part is not left behind in the patient. There was no patient injury reported. The subject device was returned to olympus¿s local distributor at july 8th, 2021. In the evaluation of olympus¿s local distributor the following was confirmed, falling of grasping part (excluding probe and pad) (excluding remnant or missing) omsc received additional information at august 3rd, 2021 that the ultrasonic probe is broken off.